Event description:
After implant on (B)(6) 2019, the patient developed a rash on his chest medial to the distal aspect of the sensing lead incision. All three incisions looked great and the physician did not think there was any infection but prescribed the patient a course of antibiotics out of precaution.